Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a cartridge leaked during an infusion set change while the user was preparing a new cartridge and tubing, associated with cartridge lot 31334 and a 23-inch teflon 6 mm infusion set. Symptoms included no reported adverse clinical effects, with blood glucose reported in range. Outcomes included resumption of insulin therapy after guidance to restart the change process with new supplies and completion of rewind, cartridge replacement, tubing fill, infusion set application, and cannula fill. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that therapy was restored without alerts or alarms, and no further device performance issues were identified during the call. It was concluded that the event involved a suspected cartridge leak that was resolved through replacement and correct setup, with no clinical harm reported.